Event description:
Medtronic received information that a17, a21 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w 3.1e. On 11-feb-2022 customer returned pump for an alleged a21, a17 alarms. Unit received a21 alarmed after battery change and resets time/date to factory default. Pump passed the self test, displacement test, and failed a21 alarm test. No unexpected a17 alarms noted during testing. Pump history download using thds was successful. There are no a21, a17 alarms on event date 11-feb-2022. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms a21 alarmed and measure c13 voltage leak at interface board. The test reservoir locked in place properly and no anomaly noted. Unit had cracked reservoir tube lip, cracked case at display window corners, stained end cap sticker, stained address/serial number label. Unit alarmed a21 due to c13 voltage leak at interface board was confirmed. A17 alarm not confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.